Event description:
Patient complained of dull achiness on right with tenderness and asymetetry of the breast.patient had silicone implants removed bilaterally. The capsules were found as firm, calcified, and encapsulated bilaterally. The implants were noted to be covered by thick, calcified capsular with whitish, mailky fluid inside the capsule pockets. The right side was noted to be ruptured. The capsules were transported to nih for further evaluation.